Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited some undersensing during atrial fibrillation (af). However, the undersensing reportedly did not impact the episode in any way. The ICD system remains in service. No additional adverse patient effects were reported.